Event description:
This facility is experiencing issues with the jelco protectiv plus safety catheters.20g x 1 1/4" lot st 2059239 exp. Date 2014-07.an experienced emergency department nurse was starting an IV when the needle hub (catheter) separated from the needle guard prematurely. No patient or staff injury.======================manufacturer response for peripheral i.v. Catheters, jelco protectiv (per site reporter).======================smiths medical is investigating product issues.